Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The inner dome was missing on the rear response button. The root cause for the damaged switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.